Event description:
It was reported that the infusion set triggered an occlusion alert that resolved only after the set and related supplies were changed, with the user¿s caregiver noting repeated issues with this lot, increased resistance when removing the needle guard, and proper site rotation with placement on the abdomen; a dry run without supplies to 120 units proceeded without issue, supporting an infusion set issue rather than a pump issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with deformation and implicated the connector/coupler component of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.